Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. No code available for unknown lead issue.

Event description:
It was reported that the patient presented in clinic. Upon examination perforation was noted. The right ventricular lead was repositioned a few weeks back for unknown lead issue. Procedure was performed to resolve the perforation. The lead was repositioned. The patient did not experience any complications. No further information was reported.